Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2018-00105 thru 3003853072-2018-00106.

Event description:
It was reported that two drivers would not assemble with a mating screw during surgery. There was a delay greater than 30 minutes associated with this event. No information is available regarding how the procedure was completed. There were no reported patient impacts as a result of the delay. This is report one of two for this event.

Manufacturer narrative:
The returned driver was evaluated. After visual inspection and functional testing, no problem was detected, the complaint was unconfirmed.

Event description:
It was reported that two drivers would not assemble with a mating screw during surgery. There was a delay greater than 30 minutes associated with this event. No information is available regarding how the procedure was completed. There were no reported patient impacts as a result of the delay. This is report one of two for this event.

Manufacturer narrative:
UDI number: (B)(4). Additional information in ethnicity, UDI number, method, results, and conclusions code. The driver was not returned so an evaluation was unable to be performed, no results are available, and no conclusions could be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that two drivers would not assemble with a mating screw during surgery. There was a delay greater than 30 minutes associated with this event. No information is available regarding how the procedure was completed. There were no reported patient impacts as a result of the delay. This is report one of two for this event.